Event description:
Caller reported a cgm error occurring with the sensor. There was no reported impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions to reset the pump, and the caller planned to perform the reset and follow up if the issue continued.